Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, to update section h3 and to provide a correction to section b4. It was initially reported in section b4 the year 2020; however, the correct date of 03-jun-2021 has been provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube and hemostasis sheath were returned mated along with a piece of suture. No other components were returned for evaluation. Upon visual analysis, the sheath and carrier tube were properly mated and found in the rear locking position. One end of the suture appeared cut under the microscope and the other end looked detached from the spool. The hub of the carrier tube was disassembled, and it was noted that the disk plug that holds the suture was not found. Notifications has been sent to the manufacturing facility and suppler quality regarding this incident. A complaint investigation has been requested from the manufacturing facility. The allegation of the suture detachment can be confirmed. A certificate of manufacture (com) investigation has been initiated with the manufacturing facility in the past to investigate similar failure mode. A corrective action has been implemented to update the procedure to include instructions for the handling of trouble shooting units on the adam machine. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an antegrade puncture of the common femoral artery (cfa) was closed with the 6fr angio-seal device. The puncture site was free of calcifications as seen on the ultrasound. The deployment of the angio-seal went normally. When setting the anchor against the anterior vessel wall, tension was felt, and the tamper tube became visible. In this pulling back maneuver the suture came loose from (what looked like) the inside of the carrier device. The physician had enough suture on the back-end of the tamper tube to fixate the anchor with the suture and successfully compress the collagen. A 6fr sheath was used. A pre deployment angiogram was not performed, they stuck with an ultrasound. Everything felt normal until pulling back. Suture broke off inside of the carrier device there were no other devices or equipment used with the reported product. There was no patient harm, the patient was in stable condition. Hemostasis was achieved with the angio-seal device. Patient was standard noncomplex/non obese. There were no other devices or equipment used with the reported product.